Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "flow rate" was not reproduced. The evaluation sent device to flowline for flow rate accuracy testing with a delivery rate of 40ml/hr and volume to be infused of 20ml resulted in a result of 20.580ml which is a passing error percentage of 2.9%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of flow rate. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.